Event description:
The pt was implanted with an ipg in the buttock area on (B)(6) 2009. It was reported that she is experiencing pain at the ipg pocket. Otherwise her scs system is said to be functioning as intended. On (B)(6) 2010, surgical intervention was undertaken to relocate the pt's ipg to the abdomen area. Follow-up on the pt found that she is recovering well with no add'l issues reported. No products were explanted and none will be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.